Event description:
Baxter france reports leak in transfer set. Per complaint coordinator, pt's transfer set was caught in the armrest of a chair, resulting in a "cut". Noted during use with no pt injury or medical intervention required.